Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen (concentration 1500mcg/ml; dose 399.5mcg/day; lot unknown), and dilaudid (concentration 30mg/ml; dose 7.99mg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity. The patient also had pre-existing conditions of multiple sclerosis (ms), pain, and cancer. Additional patient medication included oral oxycodone. The patient had magnetic resonance imaging (MRI) performed (B)(6) 2013 at which time a tumor was found on her spine. The patient stated that her cancer was in remission but that the tumor that was found had nothing to do with the cancer. The healthcare provider (hcp) told the patient that what caused the non-cancerous tumor was the way the medication was running through the catheter at that time. The hcp told the patient she had too much dilaudid in there. The hcp started to decrease the dilaudid in (B)(6) 2013 until (B)(6) 2013. The tumor had not resolved as it was much too involved in the nerve to take it out and remove it or do radiation therapy. At the time of pump replacement on (B)(6) 2014, the hcp moved the catheter tip lower. The hcp wanted to check the tumor with the next MRI appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.